Event description:
It was reported that the insulin pump has missing segments and a partial display. Customer's blood glucose reading was 131 mg/dl. Nothing further reported.

Manufacturer narrative:
The screen fades when the act button is pressed. The problem was isolated to the display board. The insulin pump had a partial display due to a faulty display board. The insulin pump passed the displacement test and the self test. The insulin pump was received with some cosmetic damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).